Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information as well as the legal manufacturer's final investigation. Please see the updates in sections b3, b5, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty cooling fan. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information on 03oct2022: the defect was discovered during the pre-use inspection. The date of occurrence was 22aug2022.

Event description:
The customer reported to olympus, the main lamp does not ignite but spare lamp does work (or either lamp a or lamp b does not work on the visera elite xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the internal temperature abnormality, cooling fan failure and connection is slow due to wear of the output connector (light guide connection part). The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.